Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have blade damage. Blades of an instrument that had burrs or indentations would not be able to cut material as expected, leading to the need to attempt multiple cuts to complete a transection. The complaint was confirmed by failure analysis, which indicates that the device may have contribute to the customer reported issue. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy without lymphadenectomy surgical procedure, the 8mm monopolar curved scissors instrument motion of the tip became bad. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and did not receive any additional information.